Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) is not functioning properly. Additionally, the patient experienced pain in the device area. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.